Event description:
Facility biomed reported, that he noticed during routine preventive maintenance, that rate accuracy was low. He stated, he changed the mechanism and boards three times and used a new calibration set, with no change in testing results. States there was no patient involvement. Device received by cardinal health alaris with qc seal not intact. Rate accuracy discrepancy was confirmed at -22% to -20% error. Upon opening the unit, it was noted that the cord clip that holds the ground wire was placed 1 inch to the left and 2.5 inches below its correct position, causing interference with proper seating of the mechanism. Replacement of the cord clip in the proper position allowed proper seating of the mechanism and subsequent testing yielded rate accuracy within specs (-4% error). Because of the customer's attempts at maintenance, the root cause of the original rate inaccuracy is not known. Follow-up with the customer included instruction on importance of proper placement of cord clip and mechanism per the technical service manual.

Manufacturer narrative:
Manufacturer's report date: 06/27/2007.